Event description:
Patient developed symptoms of hypersensitivity at injections sites after collagen treatment. Physician has prescribed oral vioxx, oral ibuprofen, oral zirtec, and oral atarax to treat the symptoms.